Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer's representative via crts (customer response tracking system) regarding a 42 year old male patient receiving an unknown drug via implanted infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 the manufacturer's representative reported that the patient had an infection at one point. It was unknown when and where the infection occurred, or whether the infection was related to the device. Follow up was conducted in an attempt to obtain further information regarding the drug in the pump, any other medications, pertinent medical history, when the infection occurred, symptoms, diagnostics, interventions, cause of the reported issue, and whether it was resolved. If additional information is received, a follow up report will be sent.